Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving baclofen (2000 mcg/ml at 270.1 mcg/day) via an implantable pump for an unknown indication for use. It was reported the hcp was doing a routine refill of the patient's intrathecal baclofen (itb) pump and thought a seroma may have developed around the pump in the pocket, due to the swelling in the pocket. The event date was reported to be (B)(6) 2019. The hcp stated the patient had shown symptoms of an increase in spasticity, "but not to a full extent of the potential spasticity," and said there may be some intermittent supply of the baclofen. The hcp also stated the patient had a headache, and wondered whether the patient had a cerebrospinal fluid (csf) leak which may have tracked back along the catheter to the pump pocket and caused swelling. The hcp also stated the patient was exhibiting symptoms of autonomic dysreflexia, and an overarching possible diagnosis was autonomic dysreflexia. It was reported the pump logs showed nothing remarkable, and it was not known if there were any other troubleshooting or diagnostic events carried out. The system (pump and catheter) was explanted on (B)(6) 2019 and would be returned. No other interventions were reported to have been carried out. It was unknown if the issue resolved, but the patient status was reported to be alive - no injury. Further complications were not reported or anticipated.

Manufacturer narrative:
Patient code (B)(4) no longer applies as it was further clarified that the patient's symptoms of autonomic dysreflexia were sweating, redness of skin, an increase in spasticity, headache, and lightheadedness. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a manufacturer representative. It was reported the patient's symptoms of autonomic dysreflexia were sweating, redness of skin, an increase in spasticity, headache, and lightheadedness.

Manufacturer narrative:
The returned pump was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. The returned pump passed all testing in the laboratory and no anomalies were identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a manufacturer representative. It was reported the physician was unclear why the current situation was occurring.